Manufacturer narrative:
(B)(4). The device is still in use, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). A patient contacted global technical services (gts) regarding assistance with being stuck at the ''connect bags'' prompt while using the homechoice (hc) during setup. The label review found the labeling adequate for the potential use error in this complaint. The assignable cause was for the reported issue was determined to be use error (the patient pulled the cxd ii handle up and the spike pulled out of the heater bag). Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A patient contacted global technical services (gts) regarding assistance with being stuck at the "connect bags" prompt while using the homechoice (hc) during setup. The patient stated she was connecting the heater bag with the compact exchange device (cxd ii), and after the connection was made, the patient pulled the cxd ii handle up and the spike pulled out of the heater bag. Gts had the patient cycle power back to the "press go to start" prompt and explained they should discard the cassette and heater bag. The patient elected to start over with new supplies. Product surveillance contacted the patient who explained she used the cxd properly, but the spike just "came out" and she did not know why. The patient stated she is still using the device and that therapy is ongoing without complication. The patient stated she notified her dialysis nurse who advised her to be careful when spiking bags. No injury or medical intervention was reported.